Event description:
It was reported that the right atrial lead exhibited loss of sensing. The patient has chronic atrial fibrillation and the physician does not allege the lead contributed to the condition. The lead was programmed off previously. During the routine generator replacement procedure, the lead was capped and replaced. The patient was stable during and post procedure.